Event description:
It was reported that pump battery did not charge despite use of tandem charging cable, wall adapter, and confirmed working wall outlet, and a power source alert was present in pump history. There was no reported impact to the customer¿s blood glucose level. Customer had already tried extended charging without success, so technical support arranged shipment of replacement charging cable and wall adapter, advised customer to rely on manual insulin injections if pump battery depleted before replacement supplies arrived. Replacement supplies resolved the issue.